Manufacturer narrative:
The customer reported that higher than expected vitros ckmb result was obtained from a single patient sample using vitros ckmb slide lot 4926-0279-3243 on a vitros xt3400 integrated system, when compared to results obtained using a non-vitros mass spectrometry result. The assignable cause of the event is unknown with the information provided. A vitros ckmb slide lot 4926-0279-3243 performance issue did not likely contribute to the event as historic quality control results were acceptable. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ckmb slide lot 4926-0279-3243. No diagnostic within-run precision testing was performed to assess the performance of the vitros xt3400 integrated system, therefore, a performance issue with the vitros xt3400 integrated system could not be ruled out as contributing to the event. It is possible an unknown sample interferent that affects the vitros ckmb assay but not the non-vitros mass spectrometry assay was the cause of the event, however, no additional interference testing was performed so this could not be confirmed. The customer provided no information concerning sample processing or handling of the correlation samples. Therefore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufactures recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros ckmb result was obtained from a single patient sample using vitros ckmb slide lot 4926-0279-3243 on a vitros xt3400 integrated system, when compared to results obtained using a non-vitros mass spectrometry result. Patient sample vitros ckmb result of >1500 u/l vs. The non-vitros result of 4.8 u/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros ckmb result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).